Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6), south as follows: it was reported on (B)(6), 2021, the patient underwent for a surgery. During the surgery, when surgeon pull the handle trigger of the zipfix, but the implant does not pull. There were no fragments are generated. The surgery was completed successfully. There were no patient consequences reported. Concomitant medical products: unknown sternal zipfix (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) application instrument for sternal zipfix . This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.501.080 lot: 1l05251 release to warehouse date: august 07, 2018 manufactured by hagendorf no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the implant does not pull. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is test ok. The item will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.